Event description:
My thyroid is normal,then not ,then I have fibromyalgia and cysts in my body my back my neck my ovaries and my uterus. My immune system is shot. I believe it is because of the implants of the breast.